Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media of issues with their sensor. The customer states their sensor is five inches away from the pump and works fine outside of their office, but for the eight hours they are at work, it does not function properly. The customer also mentioned issues with their blood glucose and sensor reading. The customer states their sensor reading was 63mg/dl and their blood glucose level was 250mg/dl. The customer states they tested and hour later and the numbers still did not match. The customer states the device thinks they are low and goes into threshold suspend. The customer states they just eat and have their levels go up, but never actually check their blood glucose levels prior to eating. The customer states the blood glucose meter will freeze at times. The customer decided to end the call and did not wish to proceeded further. No further assistance provided at the time.